Event description:
It was reported that oversensing was seen on the right ventricular (rv) lead. During the revision, the device was accessed and was found that the pin was not entirely through the setscrew. The lead was tested and found with a slightly high threshold. The physician decided to re-insert the lead past the set screw and continue to monitor the lead. The device and lead remain in use. No patient complications have complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.